Event description:
The patient contacted animas alleging short battery life with the pump. He claimed that the battery that came with the pump only lasted 2 weeks. The patient had received the low battery alarm and then 36 minutes later, received the replace battery alarm. When he changed the battery, he found the pump to be very warm to touch and the battery was too hot to hold in her hand. The patient denied getting burned or having any injuries as a result of the reported issue. The patient replaced the battery and the battery reportedly lasted only 24 hours and it was also hot to touch. Animas replaced the pump. There was no adverse event associated with this complaint; however, this complaint is being reported due to the alleged warm pump and hot battery issue.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components.

Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.